Manufacturer narrative:
An event of a fistula was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported fistula may have been procedure related. Per the IFU esophageal fistula is a known risk during the use of this device.

Event description:
Approximately two weeks post ablation procedure for atrial fibrillation the patient was diagnosed with an esophageal fistula. The fistula was diagnosed with a CT scan and a plastic tube was placed. The patient is unstable and in intensive care.